Event description:
The customer reported that the heartstart xl was "not functioning." There was no patient involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.